Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the ucta syringe leak from the bottom of the syringe barrel on the unicel dxc 600i synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
The customer had replaced the syringes about 4-6 months ago. The customer contacted service and the service instructed the customer to replace the syringe barrel and plunger. The customer replaced the parts and ran qc. No additional leak has been reported since. Qa requested the syringes to be returned by the customer.